Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the pump piston rod did not retract during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2014 with the following findings: a review of the pump black box data revealed a cs 064 call service alarm. During testing, a cs 064 call service alarm was emitted when the rewind and prime steps were attempted. The rewind step could not be completed due to the alarm. The pump case was removed, and the motor assembly showed no signs of movement when tested with a power supply, indicating an internal motor failure.